Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set's tape not sticking event on 31-may-2024. The issue had occured with multiple sets and have had to change the set daily. No further information available.